Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 345mg/dl. The customer experienced weakness, tired, heavy breathing and vomiting. It was stated that the customer also was hospitalized at the same facility about two months ago, and the insulin pump alarmed several times. Reviewed the alarm history and found a motor error and several error alarms. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.